Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6)2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported some impedance values were high. The rep stated that during the implant, the connection check and impedance check showed all 16 values were green and all values <(><<)>1000ohms. The rep indicated that after running impedances in post op, several values were listed as do not use. The rep stated that all values that were not shown with the red indicator were at values of between 590-1000ohms. Electrodes 1 6 7 12 were listed with the do not use indicator. The rep stated that electrodes 2 and 13 were do not use but now the pairs with those two electrodes were within normal range (the caller read several values for electrode 2 with different references and they were between 600 and 1400). The reason for the call was to ask about the possible cause of the high impedances only in post op. The rep indicated that he was getting coverage with the current stimulation programming. No patient symptoms were reported. No further complications were reported/anticipated.